Event description:
Manufacturer report number: 1627487-2022-05655. It was reported the patient lost effective coverage due to the t12 drg lead had migrated. The issue was confirmed via x-rays. The patient underwent surgical intervention on (B)(6) 2022 where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.